Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with the pacemaker past the shelflife time on the label. No intervention was performed. The patient was stable throughout the event.